Manufacturer narrative:
7-oct-2021 hm reported pacing impedance less than 200 ohm. Lead to be evaluated further. No adverse events reported. Lead currently remains implanted. 7-oct-2021 in-office testing for pacing impedance, sensing and threshold were all within range. Isometrics did not show any noise. Data to be presented to physician for next steps. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise and impedance below 200 ohms were observed on this lead. No adverse patient events were reported and the lead remains actively implanted. Should additional information become available, this file will be updated.